Event description:
A surgeon reports five patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. This report is for the fourth of the five pts. This pt was implanted bilaterally. According to the surgeon, one month after the surgery, the pt reported vision to be slightly cloudy. Furthermore, the iol was noted to be malpositioned. A second surgical procedure was done to rotate the iol and the pt was prescribed glasses for near vision. The pt now reports improved vision. Additional info has been requested. There are two medical device reports associated with these events for this pt. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/12/08 and 09/24/08 by phone, fax, and mail. A completed questionnaire has not been rec'd. This report was mailed to FDA on: 10/03/2008.